Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover fell off of the scope and into the adult male's stomach. The distal end cover was removed using an esophagogastroduodenoscopy (egd) scope. The procedure was completed with the same device, and no further harm to the patient was reported.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00103. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.